Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared. A number of struts on the 8th and 9th proximal segments and on the 1st distal segment were raised and deformed. No further damage was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver the stent). Patient's condition affected effectiveness of device (root cause of event most likely due to the tortuous and calcified lesion morphology). Conclusions: device failure/lack of effectiveness related to patient condition (root cause of event most likely due to the tortuous and calcified lesion morphology). (B)(4).

Event description:
The physician was attempting to implant a 3.50 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the circumflex artery. The target lesion was calcified with approximately 70% stenosis. It was reported that difficulties were encountered advancing the device to the target lesion due to the tortuous nature of the vessel. A device detachment occurred during the attempt to advance the device. The device was withdrawn and the procedure was successfully completed using another endeavor resolute stent. No abnormalities were noted with the device prior to use. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).